Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found a full breached insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. "Actions have been taken to prevent reoccurrence."

Event description:
This report is to advise of an event observed during analysis.